Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed post paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown.